Event description:
On 12.01.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2007, the pt was admitted to a medical facility due to a fall where she broke her hip. During her hospitalization, the pt was administered heparin and developed a rash, hypotension, and sepsis, and was eventually admitted to the ICU. Upon info and belief, on at least one occasion, the heparin administered to the pt was allegedly contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed of multi-system organ failure and sepsis four months later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.